Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The breach in aseptic technique was further described as pt made a mistake. On the same day, the pt was hospitalized for the event. On an unreported date, the patient was treated with ciprofloxacin injection (100 milligrams, frequency and route not reported), amikacin injection (50 milligrams, frequency and route not reported) and heparin injection (1000 international units, continuous; route not reported) for peritonitis. The treatment was continued for 14 days. At the time of this report the patient recovered from peritonitis. Additional information was requested but is not available.